Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2017-01310. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2012 via the right internal jugular vein due to motor vehicle accident trauma and history of dvt. Patient experiences device tilt. Additional information provided determined that this device was manufactured by cook inc.